Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include lisinopril, aspirin, omeprazole, xarelto, and toprolol. (B)(4).

Event description:
On (B)(6) 2006, the patient was implanted with two gore&#59397;excluder&#59393;aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2016, the patient presented to the emergency room with back pain. According to the report, the patient was hemodynamically stable; however, a computed tomography scan performed the same day reportedly revealed a type 1 endoleak at the proximal end of the trunk-ipsilateral component (pxt261416/04526829). On the same day, the patient underwent a re-intervention procedure whereby a 32mm x 4.5cm gore&#59393;aortic extender component was implanted to treat the type I endoleak. A final angiogram showed resolution of the endoleak. The patient tolerated the procedure.